Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 to 4 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.